Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while traveling abroad in egypt the patient went to the emergency room due to hyperglycemia. The patient's blood glucose levels reached above 600 mg/dl while wearing the pod for 24 hours on the abdomen. The patient experienced vomiting and insulin leaking at the site. Upon removal it was noticed that the pod's cannula was dislodged. The patient was treated with an intravenous therapy of fluids and lab work. The patient was released from the hospital a couple of hours later.